Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 26.3 mmol/l (473.4 mg/dl). The pod was worn between 4 and 24 hours on the back. It was noted that the adhesive was loose and the cannula dislodged from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could contribute to the dislodging of a cannula. The exact cause of the reported dislodging could not be conclusively determined. Additionally, the adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be conclusively determined.